Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, three bands were stuck together and were discharged simultaneously. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a150203 captures the reportable event of bands difficult to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment.